Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer was treated with manual injection. Recent high bg event began on (B)(6) 2017. During troubleshooting motor error alarm was cleared; advised to rewind the pump per father the insulin pump alarmed no delivery. Father declined to continue troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.